Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty flushing the catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The compression sleeve was visible protruding partially into the clear over-sleeve region of the distal connector segment. The visible portion of the compression sleeve flared outward, causing the strain-relief sleeve to bulge outward. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, resistance was observed and leakage was observed emanating from the connector joint. The connector was disassembled and the distal segment was longitudinally bisected. Inspection of the inside of the connector revealed that he catheter was bunched within the bore. Permanent deformation and multiple splits were observed. It appeared that bunched catheter material forced the compression sleeve too far into the distal connector segment during assembly. Such damage can occur if the catheter is advanced too far onto the proximal connector cannula and if excess catheter material is forced into the connector bore during catheter/connector assembly. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the catheter was occluded. After cutting the catheter and replacing the catheter connector, the occlusion cleared. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the catheter was occluded. After cutting the catheter and replacing the catheter connector, the occlusion cleared. There was no reported patient injury.